Manufacturer narrative:
The suspect device was returned for evaluation. An electrical continuity test was conducted, and rin resistance was observed to be open due to a cable issue within the cable. The defective cable might not have been detected during inspection and was subsequently incorporated into the final product. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
The account alleges that zero-point calibration could not be achieved. Another one from the same lot opened and used instead, which functioned without issue. No patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.